Event description:
Procedure type: pneumonectomy. According to the reporter: stapler was fired, tissue was cut with a knife blade, jaws opened and no staples were present in the tissue, but the staple pushers were present. Handles were in locked back position. Patient's status ok. Sutures were used instead. No patient injury was reported.